Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomerieux to report a cap survey misidentification for acinetobacter lwoffii as moraxella group in association with the vitek 2 gn ID test kit. The customer repeated the testing using a second sample and received a non/low reactivity biopattern (low organism growth). The customer indicated the cap sample is no longer available for submittal. Investigational testing of the customer sample is not possible. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. No patient was directly associated with the cap survey result. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux investigation was conducted. The organism was subcultured, and testing included two (2) cards from the customer card lot and one (1) card from two (2) random lots. Api® 20ne was also performed. For all cards tested, a low discrimination call of acinetobacter lwoffii / moraxella group was obtained. Since acinetobacter lwoffii is presented as a possible organism, the results are acceptable for vitek® 2 testing. For the api® 20ne, a good identification (92.8%) of acinetobacter lwoffii was obtained. The vitek® 2 gn ID cards are performing within performance specifications.